Manufacturer narrative:
(B) (4).

Event description:
At a f/u clinic visit, the implantable neurostimulator was found in a no telemetry, no stimulation state. Stimulation therapy was delivered 24 hours a day continuously at an amplitude of 6 volts, rate 60 hertz, pulsed width 330 microseconds, 1 anode, 2 cathodes. The pt's prior implantable neurostimulator had lasted approx 2 years, so the hcp had expected a longer battery life. The implantable neurostimulator was replaced. Afterward the pt had effective stimulation. There was no pt injury associated with the event. The pt was well. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.